Event description:
Customer reports they were using the injector for the administration of adenosine to increase the heart rate for a cardiac CT scan on a female pt. Her protocol was 4.5ml/min for six mins for a total volume of 27ml. She reports the injector injected the total volume in two minutes. Customer reported that there were no injuries to the pt and they were able to complete the procedure.

Manufacturer narrative:
Liebel flarsheim manufacturing report: the customer was using the injector "off label", as the angiomat 6000 injector is not indicated for use with this stress inducing drug, adenosine. Field service engineer noted error code 17, which in itself, will cause the injector to stop. Fse used the troubleshooting guide in chapter 5 of the angiomat 6000 service manual to replace the analog interface board. Fse used chapter 6 of the service manual, calibration to verify proper operation of the injector. Unit returned to full service by the customer. This unit has no recent similar complaints or service calls. Last service call was a preventative maintenance call in feb 2007.